Event description:
It was reported by the patient's daughter that the patient is deceased. The daughter further questioned if the defibrillator "went off" as the patient was deceased by the time emergency services had arrived. The daughter alleges the device contributed to the patient death. The cause of death and additional information was requested of the cardiologist and the primary care physician and no information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).